Event description:
It was reported that the patient experienced a pump stop with an associated low voltage advisory alarm on (B)(6) 2022. The cause of the pump stop could not be confirmed. The controller was exchanged and the patient was discharged. Related system controller MFR #: (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the retrieved log file from the system controller, (B)(4), confirmed a pump stop due to a controller exchange. A pump stop unrelated to the controller exchange was not confirmed on the reported event date. The retrieved log file contained data from 23jun2022 02:59:35 through 24jun2022 23:24:41. The log file captured a driveline disconnect on 24jun2022 at 23:23:04 that resulted in a pump stop. Three events were captured in the remainder of the file and the driveline remained disconnected with pump speed at 0 rpm. This event appears consistent with a controller exchange, which the account confirmed was performed. No other atypical events or pump stops were captured on 23jun2022 or 24jun2022. The pump appeared to function as intended and no other unusual alarms or events were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 15jun2015.. The heartmate ii (hm ii) lvas patient handbook (rev. C) and hm ii lvas instructions for use (IFU) (rev. C) include sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies, which includes pump stops. The hm ii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was connected to a power module at the time of the event. The site was unsure if the pump stop and the low voltage alarm occurred at the same time.